Manufacturer narrative:
D4: lot number, expiration date, UDI, h4: manufacture date are unknown. No information received to date. One used device was returned for investigation. As a result of observing the sample, it was confirmed, that the catheter was cut in two. The total length of the catheter was measured, but no elongation could be confirmed. When the fracture surface was observed with a microscope, it was confirmed, that the cross section was sharp and crushed in an elliptical shape, which closely resembled the trace of fracture between sharp blades such as scissors. From the above results, it was determined, that the cut was caused by contact with the blade, due to an accident during use. A review of the device of the device history (DHR) records could not be completed, as no lot number was provided by the customer.

Event description:
It was reported, that during the use of the product. The catheter got torn. No patient injury.